Event description:
It was reported that the customer had an internal screw break off resulting in having to fully remove a 4 year old implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Location of device unknown.